Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that over the past three weeks, there have been one dozen or more pts that were overcorrected. He believes that it is likely that they will need enhancements. He also stated that normally he gets excellent results with the use of his nomogram. The surgeon agreed to provide pt and treatment details, and agreed to complete a questionnaire for each pt; however, the questionnaires have not been returned. Additional info has been requested.